Manufacturer narrative:
Correction: annex a: a08 annex g: g07001 annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a0509 annex g: g04070 annex b: b01 annex c: c16 annex d: d03 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in keypad test. There was no patient involvement.

Event description:
It was reported that the device had failed in keypad test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿failed keypad test suspect manufacturing defect¿ was confirmed. On 02-apr-2025, lvp was received unboxed and with paperwork. Lvp fails keypad test on asm due to a damaged keypad ribbon cable found during internal inspection. Recommend bd san diego repair center replace lvp keypad. Device to be returned to san diego repair center for normal processing. Failure investigation report uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in keypad test. There was no patient involvement.